Event description:
The catheter was inserted through the internal jugular vein and penetrated the vessel wall entering the mediastinum at the origin of the right innominate (brachiocephalic) vein. The etiology for penetration of the catheter through the vessel wall is uncertain, but was not initially clinically evident (e.g. Not a difficult insertion). The length and stiffness of the dilators, the stiffening rod tip, or the wire may have punctured the vessel wall.